Manufacturer narrative:
The company representative examined the system and replaced the power distribution printed circuit board assembly (pcba). The system was then tested and met all product specifications. The power distribution printed circuit board assembly (pcba) was received and a visual assessment of the returned sample revealed no visual nonconformities or issues. The returned power distribution pcba was installed into a calibrated system. The system was powered on, and no issues were observed. Additional testing was performed and the pcba passed all testing. A review of the system's event log did not reveal any system messages related to the reported event of system shuts down on its own. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the system shut down during a cataract extraction procedure. The system was rebooted to complete the procedure with no patient harm.